Event description:
It was reported that during a right ventricular outflow tract ventricular tachycardia - (rvot-vt) procedure, the physician wanted to use 3.2 version features of the carto 3 system. The hospital has two carto 3 systems. Unknowingly the procedure started on the 2.3 version carto 3 system where the c3 navigational variable lasso catheter and the map were connected to the patient interface unit (piu). The physiologist then switched the system to the 3.2 version as they required the (B)(4) software. When they restarted the procedure with the 3.2 version system and the existing catheter connected to the piu, the catheter connected to 20pole b reflected expired. There was no patient consequence reported. Upon request, the bwi field representative provided additional information on the event. Replacing the catheter allowed them to complete the procedure. The initial reported complaint itself was not indicative of a reportable event because the complaint issue was highly detectable without any patient consequence. Upon visual inspection of the returned complaint catheter on (B)(4) 2013, the bwi failure analysis lab noted that the electrode ring #8 was damaged and had a rough proximal side. Upon request, additional clarification was provided on the returned catheter condition. This condition was not noted prior to sending it in for analysis. There were no problems encountered in removing the catheter from the patient. It was confirmed that there was no patient consequence. The grey agilis sheath was used with this catheter. This returned catheter condition is indicative of a reportable event, thus marking (B)(6) 2013 as the alert date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the c3 navigational variable lasso catheter was connected to the v2.3 workstation and then the physician decided to switch to the 3.2 workstation. After the exchange of the workstations, the system reflected that the catheter connected to 20pole b expired. Upon receipt, the device was visually inspected and it was found that the electrode ring #8 was damaged and had a rough edge. This condition was not reported on the original complaint. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Then, per the reported event, the returned device was tested for eeprom, carto, 4 khz and calibration functionality. The catheter passed these tests. The catheter was properly visualized during the test. The customer complaint cannot be confirmed. For the ring damage issue, an internal corrective action has been opened to address this condition.